Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that with setting up the system, the head frame tracker would display instead of the non-invasive patient tracker (nipt). The electromagnetic navigation interface unit was also off. Removed the trackers not used in the case and the non-invasive tracker displayed. Technical services (ts) had the restart the system and everything continued to work as expected. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 660651r h3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.